Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). Zimvie received (1) iuniht, certain® titanium hexed screw for evaluation. Visual evaluation was performed, products inspected and filed. Fracture identified at threads of the screws. This complaint refers to the iuniht, certain® titanium hexed screw. DHR review was completed for the subject lot number 1198160. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1198160 for similar events and no other complaint was identified. Review completed utilizing keywords: fracture: screw. The customer did not submit images for the reported event. Based on the investigation and risk management file review , the most likely root cause determined from the investigation was torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, device malfunction did occur. The fracture has been identified at the threads of the screw, and the reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Manufacturer narrative:
Zimvie complaint number cmp-(B)(4). A4: patient weight unknown / not provided. D10: concomitant medical product and therapy dates ilrght, certain titanium large hexed screw, lot number: 1249703. G4: premarket identification (B)(4).

Event description:
The doctor reports that the screws located in positions number #16 and #15 failed because they fractured. The doctor reports that the procedure was concluded by placing another screws.